Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n294192, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-60, serial# (B)(4)implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) was implanted "improperly". It was almost sideways. Relevant medical history included spinal pain. Follow-up was performed to determine if this allegation had been confirmed by the healthcare provider (hcp), if any actions were taken to address the issue, and if it was resolved.